Event description:
The customer reported the infusion pressure on the system increased from 30mmhg to 120mmhg. The increase occurred in 10mmhg increments. The pressure in the pt's eye "increased tremendously."

Manufacturer narrative:
The customer service representative examined the system and found that the customer had wrapped the footswitch in a plastic bag/drape. Additionally, the surgeon had set the right toe switch on the footswitch to infusion up and the right heel was set to infusion down. Therefore, it was noted that when the footswitch was pressed down, there was pressure placed on the top switches by the plastic bag/drape tightening. This, in turn, would engage the infusion. The customer service representative demonstrated this effect to the customer during the visit. The customer service representative recommended that the customer remove the plastic bag/drape. After the plastic bag/drape was removed, proper footswitch operation was confirmed. The customer service representative executed the service test procedure (stp) and found the system to meet all product specifications. A review of complaints for the last 36 months did not reveal any additional related reports for this system nor did it indicate adverse trends for the reported issue.